Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had a severe reaction where the leads were coiled in the chest, as well as, where the device was placed. It was also reported there was pocket erosion. A pocket revision and debridement was performed. The implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.